Event description:
It was report that a farawave catheter was difficult flush and presented turbidity. During the preparation phase for the ablation catheter, it was observed that one of the channels could not be flushed manually in the standard manner. There was significantly increased resistance in the affected channel, allowing only about 1 or 2 ml of irrigation fluid to be administered; typically, 8 or 10 ml can be delivered through this channel with only moderate resistance. In contrast, the connected three-way stopcock could be flushed without difficulty or abnormalities. Furthermore, visible turbidity was noted in the affected channel. Based on these findings, the decision was made not to use the catheter on the patient. No further information was provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted. Device technical analysis: boston scientific is in progress with the attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. The reported allegation was unable to be confirmed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a risk review performed for the farawave device confirmed that the event of foreign material present in device, difficult to flush and additional intervention required are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. The risk documentation references a catheter packaging contaminated with foreign material. The maximum severity associated with this error is a severity 3, where additional intervention would be required to replace the catheter. Also, the risk documentation references additional intervention being required due to the catheter being difficult or unable to flush (severity 3). If this were in use in the patient at that time, this could pose a risk of embolism, but in this case, the catheter was replaced when this issue was noted during preparation. The catheter failure resulted in catheter replacement. Investigation conclusion: the product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, boston scientific has assigned the investigation conclusion code of 'cause not established'.